Event description:
This is a spontaneous case report received from a physician in united states on 23-sep-2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert), lot number b72572, inserted on (B)(6) 2014. Physician reported that, on (B)(6) 2014, patient complained of back pain and cramping; on (B)(6) 2014 she went into office. Health care professional did pelvic exam and provided vicoprophen (as reported). Past weekend ((B)(6) 2014) patient went to emergency room for severe infection; she had total hysterectomy and is currently hospitalized. Ptc investigation result was received on (B)(6) 2014. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: per the IFU, sterile: each essure system is sterilized using ethylene oxide and is supplied sterile for single use only. Do not reuse or resterilize. Resterilization may adversely affect proper mechanical function and could result in patient injury. Carefully inspect the sterile package for damage or defects prior to use. During this lot number/batch review, there were no documented concerns with the sterility of the product or the process and all specifications were met. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to request for confirmation of quality. The reported adverse event is a known possible undesirable event and is not indicative of a quality defect per se. No similar ae case reports have been received to date in relation to batch no. B72572 (production date 20-sep-2013 and expiration date 30-sep-2016). No batch signal could be identified. The batch documentation was reviewed by rqu. No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information received on 20-oct-2014 from physician: patient weight and height were added. Patient was gravida 4 and para 3; with 1 abortion (elective abortion). She was 11 months post-partum at time of essure insertion. Essure was inserted on (B)(6) 2014. During the insertion procedure, no cervical dilatation or sounding were done. Physician used paracervical block as analgesia; no general anesthesia was required. The insertion was considered easy; with easy visualization of the tubal ostuim. No fluid loss of more than 1500cc was observed. The procedure did not take more than 20 minutes. Symptoms started 3 days post insertion; on (B)(6) 2014. Patient experienced pain and was treated with vicoprofen at hs. On (B)(6) 2014, an exam (nos) showed large pelvic mass. Bedside ultrasound showed mass of 8 cm and a hematoma was suspected. On (B)(6) 2014, an ultrasound showed a mass of 12.0x10.7x10.8: right dermoid vs endometritis interpreted as hematoma. Patient reported fever and keflex was started; her temperature was 101.3; hb was 11.1 and wbc was 12.8. On (B)(6) 2014, she experienced sudden onset of severe pain and dizziness. An exam on ER showed swollen mass and suspected ruptured hematoma. Antibiotics were shifted. On (B)(6) 2014, patient had a total abdominal hysterectomy with bilateral salpingo-oophorectomy. A ruptured dermoid with peritonitis was observed. Physician suspected on rupture dermoid possibly infected, possibly allergic reaction to essure. The pathological exam showed bilateral dermoids with eosinophil in the ruptured dermoid specimen and oophoritis. Patient stayed in ICU (intensive unit care) for 3 days and then was discharged on (B)(6) 2014. Physician reported that patient was obese and had an annual exam (nos) on (B)(6); no adnexal cysts were observed. Physician considered the patient's condition related to essure devices. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and 3 days after essure placement experienced ruptured dermoid cyst possibly infected with peritonitis. Physician suspected on possible allergy to essure. Patient was hospitalized, submitted to total hysterectomy with bilateral salpingo-oophorectomy and was recovering from events. All reported events were considered serious due to hospitalization and are unlisted in essure's reference safety information; except for possible allergy to essure, which is listed. In the present case, considering the close temporal relationship between the reported events and essure insertion procedure, a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident since hospitalization and surgical intervention were required as treatment. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.